Event description:
The patient reported receiving occasional zaps from their neurostimulator while standing or laying down. The commercial team member noted the patient is very sensitive to setting parameters. The program settings were changed on the transmitter assembly which eliminated the zapping sensations. As of (B)(6) 2025, the patient is doing well and is receiving good coverage.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted and migration have been ruled out as potential root causes. Additionally, the patient having contraindicating conditions was ruled out. After changing the parameters on the transmitter assembly, the reported issue was resolved. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the zapping sensations were resolved after changing the programs on the transmitter assembly (user error- commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.